Event description:
Pt was undergoing open-heart procedure. During perfusion, high arterial line pressure was noted. A filter in the line was by-passeed and pressure returned to lower value. The perfusionist and surgeons noted there was blood in the urine post-op. Post-op bleeding was verbalized but no records are available. The perfusion record is attached.